Event description:
It was reported that the 9900 system locked up and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.